Manufacturer narrative:
(B)(4). Batch # n56w5p. The analysis results found that the ats45 device was received with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, after firing the reload, the jaws of the endocutter wouldn't open. The doctor had cut and stapled across the renal artery and, while prying the jaws open, dislodged the staples across the renal artery, resulting in a loss of 350 cc of blood. Hemostasis was controlled with pressure on the vessel until another like endocutter could be used to cut and staple the renal artery. The patient didn't require a blood transfusion. There were no patient consequences reported.